Event description:
A report was received that the patient will undergo a revision of the pocket site due to an inability to charge. The physician confirmed the ipg was implanted too deep inside the pocket.